Event description:
A nurse reported the footswitch was not working during a procedure. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system, found system message "detent failure" in the event log, and confirmed the customer reported problem of footswitch not working. The company rep replaced the footswitch cable to resolve the issue. The system was then tested and met product specs. The replaced cable was returned for in-house eval. The root cause has not been determined. (B)(4).